Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of normal saline via gravity. After an unspecified length of time in use, the secondary tubing set was connected to the distal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of an unspecified chemotherapeutic agent. The customer contact reported that the secondary solution container was not raised higher than the primary solution container. After an unspecified length of time in use, it was reported that the secondary solution which was described as pink in color, backflowed into the primary solution container. The tubing sets and the solution containers were replaced and the therapies were resumed. No further medical interventions were provided. There were no reported adverse pt effects and no delay in therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The customer contact was notified that the primary solution container should be placed lower than the secondary solution container for piggyback administration. The package reads: "for automatic piggyback administration: after primary solution is started, use extension hook (not included) to lower primary container. Attach primed secondary piggyback i.v. Set to upper clave. Valve stops primary flow until secondary container empties, then primary flow automatically resumes." (B) (4). (B) (4).